Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 33 mmol/l (595 mg/dl) after wearing the pod between 24 and 36 hours on the abdomen. Hyperglycemia treated by patient activating new pod and a manual injection of insulin (exact amount was not provided). The patient's bg levels lowered to 25 and later it lowered to 10 mmol/l (450 to 180 mg/dl).